Manufacturer narrative:
A maquet field service technician investigated the unit and opened and cleaned the shunt valve. After cleaning the valve the error message disappeared and the cleaning mode was performed successfully. A supplemental medwatch will be submitted as soon as additional information become available.

Event description:
Description from the customer: "after step 4 in cleaning mode the unit stopped and showed the error message "water flow low." No patient was involved this issue occurred during service/maintenance. (B)(4).